Event description:
It was reported that during routine maintenance conducted by a manufacturer field service technician at the user facility the alignment tab of the remb handswitch was broken off. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the user facility, there was no patient involvement and no delay to a surgical procedure.

Event description:
It was reported that during routine maintenance conducted by a manufacturer field service technician at the user facility the alignment tab of the remb handswitch was broken off. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the user facility, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
Impact during use or the handswitch being dropped is a known cause of the reported event. The handswitch is not a repairable device and will not be returned to the user facility.